Event description:
It was observed that during the device evaluation, the electrosurgical generator esg-400 exhibited an error e433 caused a permanent rebooting due to faulty high voltage power supply (hvps) board. Additionally, there was an intermittent e433 error due to a faulty generator board. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported errors were caused by the printed circuit boards (generator and high voltage power supply). Olympus will continue to monitor field performance for this device.